Manufacturer narrative:
Carefusion file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The technical support representative in conjunction with the customer performed further troubleshooting. Technical support asked if the customer calibrated the oxygen inlet transducer. The customer reported inputting the pressure to the oxygen fitting on the back of the ventilator. Technical support advised that is not the correct procedure to calibrate that transducer and referred the customer to the correct procedure on the service manual. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved and the problem is intermittent. There was no patient involvement reported.